Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the previous implantable neurostimulator ¿went out about 3 months¿ before having it replaced in (B)(6) 2015; it only lasted for about two years. The reason was unknown, but the patient thought it may be due to the patient having seizures which the patient had all her life. Cause, actions, and outcome remains unknown. The indications for use included urinary dysfunction and gastrointestinal/ pelvic floor.